Manufacturer narrative:
An event of patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion and cardiac tamponade could not be confirmed. An unexpected medical intervention was a result of case-specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The patient¿s initial baseline already showed a mild pre-existing effusion. The procedure was straightforward, with no prosthesis recapture and no excessive navigation in the left atrial appendage. The prosthesis was successfully implanted, and the patient was not at risk. The pericardial effusion was worsened by the end of the amulet procedure. The patient did not present any instability or issues other than the pericardial effusion. The physicians do not believe it was caused by the amulet itself, but possibly during the manipulation of the device. However, the cause of the effusion remains unclear.